Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device assessed as fold flaw opening. No further actions are required as no manufacturing issues are observed.